Manufacturer narrative:
D4. Serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Stroke/ thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Pd-any device-(separation, break): the cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided.

Event description:
Patient demographics were unknown. The device was used for the indication of postcardiotomy cardiogenic shock (pccs) following coronary artery bypass grafting (CABG), with the pre-support clinical condition consistent with scai shock stage c. An impella 5.5 device was surgically implanted via axillary/subclavian arterial access on (B)(6) 2026 at 02:15 am. No operational alarms, resistance issues, or abnormal flow rates were reported during support. On (B)(6) 2026, while under ICU management, the patient developed left-sided paralysis, and imaging subsequently confirmed cerebral infarction. On (B)(6) 2026, a CT scan identified a mobile thrombus in the ascending aorta originating from the impella outlet area and extending distally. The relationship between the device and thrombus formation could not be ruled out. Surgical thrombectomy was performed, and the impella device was explanted on (B)(6) 2026 at 05:00 am. Following explant, inspection of the pump exterior revealed a broken impeller shaft, with the separated impeller having fallen into the cannula; this issue was discovered only after device removal. No health effects were attributed to the impeller shaft finding itself. The pump was subsequently disassembled by the customer for inspection purposes, and therefore the device was not returned for analysis. The patient survived the explant. This event involved a serious patient injury characterized by cerebral infarction and a mobile ascending aortic thrombus requiring surgical intervention and device removal. A post-explant finding of a broken impeller shaft was identified; however, no operational abnormalities were reported prior to explant, and no direct health effects were attributed to the device structural finding. Due to the lack of device return, further evaluation was not possible. The causal relationship between the impella device and the thrombotic and neurological events cannot be ruled out based on the available information. The events of thrombus and cerebral infarction may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and anticoagulation status. The patient survived the explant. The device will not be returned; therefore, device involvement cannot be fully assessed without product evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate